Event description:
The customer reported that the n65 monitor was missing segments. The failure happened when the device was not used on a pt.

Manufacturer narrative:
The complaint was verified. The universal interface (ui) printed circuit board (pcb) was replaced. The unit passed testing. (B)(4).